Event description:
The physician reported that the patient had a history of status epilepticus events. The physician reported that there is no relationship to the status event to vns. The physician reported that there were causal or contributory medication changes that preceded the onset of the status epilepticus event.

Event description:
A vns consultant was contacted for a battery life calculation to be performed as it was reported that a patient's device could not be interrogated. The patient's physician tried to interrogate the patient's battery with two different programming systems and they were not able to. The patient was in ICU related to status. The patient's device was eventually interrogated and diagnostics were reported to be within normal limits and their device is at eri no. Their treating neurologist believes their device may be nearing eos soon and they will likely be referred for generator replacement. No date set at this time. The patient is being sent for an MRI to evaluate their seizures. A battery life calculation was performed with the available data and the result revealed 0.43 yrs remaining until eri = yes.